Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose with blood glucose of 28 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The pump got a blank display after a lost battery cap was found and used on the pump. Troubleshooting was not completed as the customer rushed off the line. The customer was going to have heart surgery and would resume pump therapy after the surgery. The insulin pump will not be returned for analysis.